Event description:
It was reported that a cleo® 90 infusion set had a kinked cannula. The patient's blood glucose levels were 217mg/dl at the time of the event. To address the high blood glucose levels, the patient administered a bolus with their pump. The patient applied a new site, attached filled tubing, filled cannula, and resumed therapy. No permanent injury was reported.